Event description:
It was reported that, "the pt had a significant amount of bleeding in the knee post operatively. The discoloration is still apparent one year post operatively. Every step and range of motion is now causing constant double knocking which is progressively worse since implantation. The knocking is so pronounced that he can feel it in his jaw. The knee is very swollen and painful which is worse than before the surgery. Now he feels the knee is getting more and more loose. The pt would like to know if he should be concerned about this knocking and progressive loosening. The pt does not want doctor to be contacted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.